Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 1:00 pm, the patient took 23.0 units novolog insulin. The patient¿s blood glucose result prior to this meter reading is unknown. One hour afterwards, the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment of her symptoms by consuming orange juice; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. The patient also reported that on (B)(6) 2014 she obtained the blood glucose reading of 119 mg/dl on the reported meter and a reading of 93 mg/dl on another manufacturer¿s meter while in her physician¿s office. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms suggesting severe injury after taking insulin, while using the reported meter, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/04/2014). The patient¿s meter and test strips have been returned on 7/22/2014 and 7/21/2014, respectively, and evaluated by lifescan product analysis on 7/24/2014 and 7/22/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to be low/dead battery. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.